Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to the plunger that would cause leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated "the patient was admitted to the hospital due to intestinal obstruction. The doctor ordered a blood gas analysis. After collecting blood from the patient, the nurse found that arterial blood leaked from the tail of the collector and mixed with air, so he replaced with a new arterial blood collector and took blood again."